Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic cramping') and genital haemorrhage ('abnormal bleeding (vaginal/menorrhagia)/ as soon as essure was implanted. Started bleeding once it was implanted and the bleeding never got better') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity (bmi : 43.6), gallbladder removal, flank pain, vomiting, appendectomy, umbilical hernia, diarrhea, dysuria, fever, asthma, leukocytosis, dehydration, neck pain, malaise, pain in lumbar spine, chills, cough, chest pain, sore throat, decreased appetite, nasal congestion, ovarian cyst, blood in urine, hematuria, brain swelling, cisternogram, swelling nos, tenderness, breast tenderness, vagal reaction, hyperplasia, menometrorrhagia, stress incontinence, adenomyosis, leiomyoma nos, nausea, cholelithiasis, tonsillectomy, spontaneous abortion, rhinorrhea, blurred vision, dysfunctional uterine bleeding, bleeding intermenstrual and endometriosis. Previously administered products included for an unreported indication: oxycodone, shoulder pain, morphine and toradol. Concomitant products included levonorgestrel (mirena). In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), emotional distress ("hormonal changes- describe : emotionally upset"), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue hormones"), alopecia ("hair loss onset- about a year and a half after the implantation of essure"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti's / bladder or urinary problems or changes (uti's)"), migraine ("migraine"), headache ("headache"), nausea ("nausea onset- around the end of 2015/ beginning of 2016. Would wake up nauseous."), abdominal pain ("abdomen pain"), back pain ("pain experienced very bad back pain"), mental disorder ("psychological or psychiatric problems condition"), abnormal behaviour ("changed the way acted towards others"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, emotional distress, genital haemorrhage, migraine, nausea, abdominal pain, back pain and abnormal behaviour had resolved and the fatigue, alopecia, urinary tract infection, headache, weight increased, mental disorder, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abnormal behaviour, alopecia, back pain, emotional distress, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Pregnancy test urine - on (B)(6) 2018: negative; on (B)(6) 2018: negative. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; migraines , headaches, nausea, pain, weight gain, abnormal bleeding, fatigue, hair loss confirming- events which are same in pfs & mr.¿ most recent follow-up information incorporated above includes: on 30-may-2019: pfs and mr received- previously reported event "injury to herself " updated to "pelvic pain/pain", events- ¿ hormonal changes, abnormal bleeding (vaginal/menorrhagia) as soon as essure was implanted. Started bleeding once it was implanted and the bleeding never got better, urinary disorder, fatigue, hair loss, urinary tract infection , migraines, headaches, nausea, weight gain, abdominal pain, back pain, psychological or psychiatric problems condition, hormonal changes. Describe: emotionally upset, changed the way acted towards others, she did not undergo essure confirmation test" was added. Events outcome "migraine, vaginal haemorrhage, pelvic pain, back pain, abdominal pain, nausea, hormonal changes" change "to recovered/resolved", reporter and reporter information, medical history, concomitant drug, was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.